Event description:
New information received indicates that programming changes were made. The patient was doing great.

Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that an episode of non-sustained vt and atrial fibrillation with rapid ventricular recovery. It was noted that the detection was delayed due to variable r-r intervals. Intermittent undersensing due to the variable r-r was also observed. Programming changes were recommended.